Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the surgeon was unable to take control of the masters from surgeon side console (ssc) 2. The technical support engineer (tse) reviewed the live logs and found a 25521 error pointing to the left master tool manipulator (mtm). The user disabled the armnet. The caller was advised the left mtm would remained disabled until a power cycle was performed. The surgeon continued with the procedure from ssc 1. The site continued the procedure with no reported complications. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the customer confirmed that the site completed the procedure using a backup ssc, and there was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolved the reported issue. The system was tested and verified as ready for use. The mtm has been returned and evaluated by the failure analysis (fa) team. Fa was unable to reproduce the reported failure, but it was confirmed to have occurred via the error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The embedded serializer master handle (esmh) printed circuit assembly (pca) will be replaced as a precaution. No images or video were submitted for review. A review of the logs confirmed the event date was (B)(6) 2022 during a benign hysterectomy procedure. The system serial number was confirmed to be (B)(4). This complaint is considered a reportable event due to the following conclusion: the customer aborted to another surgeon side console (ssc) after the start of the procedure due to an issue with the master tool manipulator (mtm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.